Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized but not sure if the hospitalization was due to carbon dioxide poisoning or hyperglycemia on unknown date. The customer¿s blood glucose level was 140 mg/dl. The customer declined troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that tape was not sticking and sensor was fell. The device will not be returned for analysis.